Event description:
A customer was contacted by beckman coulter, inc. (Bec) concerning performance of troponin (accutni) assays on access 2 immunoassay system, and noted an occurrence of non-reproducible false positive result. The initial result was above the ami cutoff and was not reported out of the laboratory. Repeat testing on the same and on an alternate instrument produced results within the risk stratification range. The customer reported the confirmed repeat result. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The sample was collected in a lithium heparin tube with gel separator, and was centrifuged at 6000 rpm for 4 minutes. Qc was within the established ranges prior to and after the event. However, the accutni qc results had a qex flag, which means that the quality control lot is expired. System checks are performed weekly and all specifications have been within the ranges. There have been no further issues on any other assays. No patient samples were re-run as the customer re-analyzes anything above or equal to 0.05 ng/ml in duplicate for confirmation. Service was dispatched for this event and on-site on (B)(4) 2011. Bec field service engineer (fse) replaced all three aspirate probes and reaction vessel clips. The fse recalibrated the incubator belt, and ran a system check, which failed. The fse replaced pinch rollers, mixers, and mixer belt. The fse cleaned wash wheel and reaction vessel track. The fse primed and ran a passing system check. Although hardware issues were addressed, no definitive root cause could be determined for this event.